Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported tha thrombocytopenia was identified. The patient tested positive for heparin-induced thrombocytopenia (hit), and surgical intervention was placed on hold pending serotonin release assay (sra) results. Additionally, anemia was noted, leading to the suspension of bivalirudin therapy. There were no signs of active bleeding observed. Subsequently, stroke was confirmed following overnight computed tomography, which revealed a left occipital lobe infarction with hemorrhagic transformation and bilateral cerebellar hemispheric infarctions. Ultimately, the family elected to withdraw care, and the patient expired following device explanation.